Manufacturer narrative:
D8, h3: the revision reported in the case was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
As reported, approximately six years post initial left side tka, the 65 y/o female patient complaint of pain. Patient had a revision due to loose femur. Patient was revised to exactech devices. There was no breakage of the device or a surgical delay/prolongation. Images received. The device is not available for evaluation due to hospital will not release recall implants.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.